Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-04309 & 04310).

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2009 and right total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported patient allegations of pain, difficulty in and around implant, lack of mobility, metal poisoning, metallosis and elevated metal ion levels. Legal counsel alleged that a bilateral revision procedure was performed on (B)(6) 2013, to remove and replace components from the left and right hip. A review of the invoice history confirmed the initial surgery dates; however, invoice history indicates the bilateral revision procedure was performed on (B)(6) 2013 and that the modular heads and acetabular cups were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information, which was unknown at the time of the initial medwatch. Correction: it was inadvertently reported that the left and right acetabular cups were removed and replaced. The dialog has been corrected in this report.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2009 and right total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported patient allegations of pain, difficulty in and around implant, lack of mobility, metal poisoning, metallosis and elevated metal ion levels. Legal counsel alleged that a bilateral revision procedure was performed on (B)(6) 2013 to remove and replace components from the left and right hip. A review of the invoice history confirmed the initial surgery dates; however, invoice history indicates the bilateral revision procedure was performed on (B)(6) 2013 and that the modular heads were removed and replaced. The left and right acetabular cups remain implanted. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2009 and right total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported patient allegations of pain, difficulty in and around implant, lack of mobility, metal poisoning, metallosis and elevated metal ion levels. Legal counsel alleged that a bilateral revision procedure was performed on (B)(6) 2013 to remove and replace components from the left and right hip. A review of the invoice history confirmed the initial surgery dates; however, invoice history indicates the bilateral revision procedure was performed on (B)(6) 2013 and that the modular heads were removed and replaced. The left and right acetabular cups remain implanted. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes dated (B)(6) 2013 reports patient was revised due to elevated cobalt and chromium levels. Op report notes the presence of trunnion oxidation on the right hip and synovitis, metallosis, and debris was observed bilaterally.